Event description:
On (B)(6) 2012, the pt reported that he dropped his infusion device and the display went blank but the device continues to beep. He inserted a new battery and was able to resolve the issue. He stated he has not been receiving a2 (battery low) alerts prior to e2 (battery depleted) errors. There were no a2 or e2 messages listed in the device history. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for evaluation.